Event description:
Pt complained of pain. It was found that the plastic had worn through to the metal back. The mg I patella was replaced with a 00-5220-012-11. Lot # 14520600. The mg I patella was a black porous implant. The hosp discarded the device.